Event description:
It was reported, that during surgery. That the surgeon discovered, that there was a tear in the sterile package of the device. And did not implant it in the patient. There was no reported harm or injury to patient. And no reported delay. Another device was immediately available to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded, by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual evaluation of the provided photos and returned product found a cut in the outer tyvek pouch that aligns with the open end of the carton that is visually consistent with being cut open, however, it cannot be confirmed if the pouch was packaged in the same orientation as it was packaged when returned. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. -this complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.